Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and could be due to air in the line) occurred on the homechoice (hc) device during dwell three of five. The technical service representative (tsr) had the home patient (hp) cycle the power to clear the alarm. The alarm log reviewed with no alarms found prior to the se 2367. The tsr advised the hp to start over with new supplies or do a manual exchange. The tsr assisted the hp to disconnect from the set up. The hp was going to do the manual exchange. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample and lot number were unavailable; therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up report will be submitted.